Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a transmitter failure issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.